Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 53 mg/dl. Customer was treated by drinking lemonade. Customer was using insulin pump within 48 hours of low blood glucose event. Customer declined troubleshoot for low blood glucose. Customer stated that sensor had loss of communication. Insulin pump will not be returned for analysis.